Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: visual inspection found captor valve torn which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation it's unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair on (B)(6) 2014. The patient's anatomical form was suitable for the endovascular repair. During flushing the device prior to use, saline leaked/shot from the hemostatic valve. The leakage was slightly resolved when the valve was closed but not completely resolved. However because air was removed by repetitive flushing, the physician continued to use the device. Although blood still slightly leaked from the hemostatic valve during the procedure, stent graft placement was successfully finished. The same event occurred on another device ((B)(4)) used with the complaint device. Patient outcome: there have been no adverse effects to the patient reported.